Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. On (B)(6) 2016 an ultra sound identified a potential type 3a endoleak. The physician elected to complete a subsequent endovascular procedure and the angiogram showed a potential type 3a endoleak or a type 3b endoleak, between the proximal extension and the main body. The angiogram also showed a loss in overlap and little contrast was seen entering into the aneurysm sac. The physician implanted an infrarenal aortic extension to seal the endoleak. The patient is in stable condition.